Event description:
The physician attempted to treat a lesion in the lad that was reported as being 100% occluded and calcified. The lesion was pre-dilated and a 2.5 x 18 mm stent placed in the lesion. The physician then attempted to place a resolute integrity 2.50 x 12 mm otw drug eluting stent in the lesion. It was reported that the stent could not cross and became damaged. No patient complications have been reported.

Manufacturer narrative:
Evaluation, results: (inherent risk of procedure) ¿ stent deformation; (no results available since no evaluation performed) ¿ device or procedural images not provided for review; (patient¿s condition affected effectiveness of device) ¿ calcified lesion, 100% occluded. Conclusions: (inherent risk of procedure) ¿ stent deformation; (unable to confirm complaint) ¿ device or procedural images not provided for review; (device failure/lack of effectiveness related to patient condition) ¿ calcified lesion, 100% occluded. (B)(4).